Manufacturer narrative:
#A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system - pump d4: model #: 1104 / catalog #: 1104 / expiration date: 30-sep-2022 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 09-sep-2020 h5: yes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller was exchanged to an alternate software controller. It was stated that the controller exc hange was fast and the patient reported no immediate issues, despite the av not opening. Later that day, ventricular assist device (vad) flows and power decreased and the patient complained of shortness of breath and fatigue. The underlying cause of the symptoms was unclear. An echocardiogram was performed but nothing atypical was highlighted. The patient's blood pressure was around 75. The patient's anticoagulation was within the suggested range. It was noted that the patient's hematocrit was 37 percent, and the hematocrit setting on the new controller was 30 percent. The patient is also prone to episodes of atrial fibrillation; an implantable cardioverter defibrillator (ICD) interrogation showed multiple episodes in recent weeks and had a shock from their defibrillator eight days after the exchange. The vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the controller exhibited a controller fault alarm that was presumed to be due to internal battery end of life. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that further analysis confirmed gastrointestinal bleeding resulting in reduced blood flow and low hemoglobin levels. A capsule endoscopy was performed but did not provide useful findings, so an endoscopy was scheduled to evaluate the bleeding source, which was suspected to be in the small bowel.

Event description:
It was further reported that the patient was dismissed from the hospital and the results from the endoscopy or therapy were not shared.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction to h11. Additional products: d1: controller d4: serial#: (B)(6). D9: yes, return date: 07-jan-2026. H3: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of (B)(6), as well as visual evidence provided by the site, revealed a bent pin within power port two (2). The bent pin did not allow a power source to be connected to the controller. Internal visual inspection revealed no anomalies. Review of the event log file revealed one (1) controller power-up event with an associated vad start event on (B)(6) 2025 at 10:30:16. Analysis of the event log file revealed that the date, vad ID, and alarm limits were being set prior to the controller power up event. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on (B)(6) 2025 at 10:30: 52, indicating that the controller power up likely occurred during the initial programming of the controller and/or a controller exchange. Review of the alarm file associated with (B)(6) revealed one (1) vad disconnect alarm logged on (B)(6) 2025 at 10:30:24, I ndicating that the controller was powered up without the driveline connected, likely during the reported controller exchange. Additionally, log files revealed three (3) controller power-up events with associated vad start events logged (B)(6) 2025 at 18:42:45, on (B)(6) 2025 at 08:51:45, and on (B)(6) 2025 at 09:12:12, indicating losses of power to the controller. The controller was without power for fourteen (14) seconds, sixteen (16) seconds, and sixteen (16) seconds, respectively. No anomalies were recorded leading up to the losses of power. The losses of power are an additional finding, not related to the reported event. Further review of the alarm log file did not reveal any power disconnect alarms within the analyzed period. Of note, (B)(6) was loaded with a software containing an unapproved vad start algorithm. Log file analysis associated with (B)(6) revealed one (1) controller fault alarm logged on (B)(6) 2025 at 13:19:25, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Additionally, log file analysis revealed several decreases in power in power consumption and estimated flows within the analyzed period; however, parameters remained within normal operating range. As a result, the reported low flow and low power, controller fault alarm, and bent pin events were confirmed. The reported power disconnect alarm could not be confirmed. However, it is likely that the power disconnect alarm is related to the bent pin event. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controllers and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controllers. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the observed vad disconnect alarm can be attributed to the controller being powered on without the driveline connected. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow and low power events may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula/outflow graft, poor vad filling, and/or inappropriate vad rotational speed. Per the instructions for use, respiratory dysfunction, cardiac arrhythmias, and bleeding are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: vad d4: serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion product event summary: (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of (B)(6), as well as visual evidence provided by the site, revealed a bent pin within power port two (2). The bent pin did not allow a power source to be connected to the controller. Internal visual inspection revealed no anomalies. Review of the event log file revealed one (1) controller power-up event with an associated pump start event on (B)(6) 2025 at 10:30:16. Analysis of the event log file revealed that the date, pump ID, and alarm limits were being set prior to the controller power up event. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on (B)(6) 2025 at 10:30:52, indicating that the controller power up likely occurred during the initial programming of the controller and/or a controller exchange. Review of the alarm file associated with (B)(6) revealed one (1) vad disconnect alarm logged on (B)(6) 2025 at 10:30:24, indicating that the controller was powered up without the driveline connected, likely during the reported controller exchange. Additionally, log files revealed three (3) controller power-up events with associated pump start events logged (B)(6) 2025 at 18:42:45, on (B)(6) 2025 at 08:51:45, and on (B)(6) 2025 at 09:12:12, indicating losses of power to the controller. The controller was without power for fourteen (14) seconds, sixteen (16) seconds, and sixteen (16) seconds, respectively. No anomalies were recorded leading up to the losses of power. Further review of the alarm log file did not reveal any power disconnect alarms within the analyzed period. Of note, (B)(6) was loaded with a software containing an unapproved pump start algorithm. Log file analysis associated with (B)(6) revealed one (1) controller fault alarm logged on (B)(6) 2025 at 13:19:25, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Additionally, log file analysis revealed several decreases in power in power consumption and estimated flows within the analyzed period; however, parameters remained within normal operating range. As a result, the reported low flow and low power, controller fault alarm, and bent pin events were confirmed. The reported power disconnect alarm could not be confirmed. However, it is likely that the power disconnect alarm is related to the bent pin event. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controllers and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controllers. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the observed vad disconnect alarm can be attributed to the controller being powered on without the driveline connected. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow and low power events may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula/outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, respiratory dysfunction, cardiac arrhythmias, and bleeding are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for corrections to b1 adverse event or product problem and b2 outcome attributed to adverse event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d4: serial or lot#: (B)(6), h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Log file review revealed that the second controller exhibited three unexpected losses of power. The first was most likely caused by inpatient clinic staff during a battery exchange, although they no longer recall the specific event. The second and third were related to the controller exchange due to the bent pin.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: one (1) controller ((B)(6)) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) controller fault alarm logged on (B)(6) 2025 at 13:19:15, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. As a result, the reported event was confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient remained hospitalized and the alternate software controller exhibited port bent pin due to user manipulation. They tried to restore it but the power disconnection alarm was still appearing. The controller was exchanged and the patient reported no issues.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: heartware ventricular assist system. Product, including 1.0 or 2.0 for controller; d4: model#: 1420 / catalog#: 1420 / expiration date: dd-mmm-yyyy / serial#: (B)(6) d9: no h3: no h4: mfg date: dd-mmm-yyyy h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated d4. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.